Event description:
The device was used during a lap gastric bypass. It was reported that there was bleeding along the staple line and the staples were malformed after firing the long45a. Another long45a was used with the same results. Patient was rescheduled for open procedure.